Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is may 11, 2015.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The product was explanted. There were no additional adverse effects reported.